Event description:
A pt reported experiencing inaccurate high results with a ultra meter. The pt's blood glucose results were 121mg/dl vs lab result of 85mg/dl. Tests were done within 5 mins with a difference of 36%. Pt did not experience any adverse events. No further info has been reported.